Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was undergoing a breast lift operation and a ruptured left breast implant was discovered. As a result, the patient underwent removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was undergoing a breast lift operation and a ruptured left breast implant was discovered. As a result, the patient underwent removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2022.

Manufacturer narrative:
On march 07, 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on march 17, 2022. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two (2) parts. Additionally, a crease/fold was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer¿s reference number: (B)(4).